Event description:
The customer stated that they have a low blood glucose over the past week. The customer's previous blood glucose was 29 mg/dl. The current blood glucose is 122 mg/dl. The customer treated the low blood glucose with food. Advised the customer to consult with a health care professional since the insulin pump passed troubleshooting for low blood glucose. The customer also called to inquire information pertaining a recall. The customer was admitted as an inpatient for medical treatment. There were no significant events prior to the low blood glucose. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.